Event description:
It was reported that during da vinci-assisted surgical procedure, the site contacted intuitive technical support engineer (tse) to report repeated 1162 faults on universal surgical manipulator (usm) 4. Site attempted to hard power cycle the system, but the faults remained on usm 4. Tse viewed system logs and confirmed the 1162 cannula sensor error on the acs board for usm4. Tse had the customer install cannula on usm 4, hard power cycle the psc, power the system back up and remove the cannula. Customer performed this but the error immediately returned. Customer spoke with the surgeon to see if the system could be used with 3 usms only. Customer informed the tse that the surgeon was still determining at this point if they will use the system or not for this case regardless of the arm status. Customer had disabled the arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter did not have any further information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed. Once testing was completed, the acsc pca was inspected, but no faults could be identified. The potential root cause is attributed to the acsc pca.